Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma in (B)(6) 2024. The patient was reimplanted with another cochlear device on (B)(6) 2025 (specififc date not reported).